Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient was suffered from pain, redness and swelling and large nodule formation. It lasts for 3 days. Patient experienced site reaction since patient started using levodopa and carbidopa. He took antibiotic for prevention of these symptoms. No further information available.